Event description:
It was reported that the external pulse generator (epg) was "double pacing." Changing the battery had no effect. The epg will be returned for repair. The event could not be duplicated in the customer's clinical engineering department. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the event could not be duplicated in the customer's clinical engineering department. The device was returned to medtronic's service department for checkout and any necessary repairs.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.